Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. No product was returned for investigation. Data logs were returned for analysis, but were only available till the afternoon of 12 nov 2025. Pump suction: clinical details mention suction alarms occurring overnight on 29 oct 2025. Cvp setting was 0. The alarms resolved after prbc transfusions. The patient was on ECMO support during the case. Data log analysis confirmed suction alarms occurring during the reported timeframe. Placement signal was fluctuating but showed no abnormal trends, while there were drops in pump flow for the entire case. Impella position unknown alarms were seen during the suction events. No other abnormalities were seen. The root cause of the pump suction was most likely patient condition related based on the provided clinical details and data log analysis. Major bleed, hematuria: clinical details mention that the patient was bleeding postoperatively after impella and ECMO intubation and required (B)(4) units rbcs to reach hgb 8.1. Red urine output was also observed during the case. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Patient bleeding postoperatively. Required 3 units rbcs to reach hgb 8.1 urine is red.